Event description:
Caller reported that a tandem mobi cartridge alarm occurred, specifically cartridge alarm 34. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which was completed successfully. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.